Manufacturer narrative:
(B)(4). Date sent to FDA: 10/26/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2008 to treat stress urinary incontinence and mesh was implanted. The patient experienced persistent urinary incontinence following the procedure. Additionally, the patient experienced mid-urethral obstruction due to erosion of the mesh into the urethra. No additional information was provided.